Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be provided upon completion of evaluation.

Event description:
Customer reported that a cs300 intra-aortic balloon pump (iabp) with fully charged batteries only ran for 10 minutes during test today. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
A getinge senior territory manager (stm) evaluated the iabp and replaced the batteries due to short run time. The stm also reported that this iabp is part of an "off label" use program that runs batteries completely down every day for months making the batteries last anywhere between 3 months to a year, and therefore it is extremely rare that the batteries will last the full three years. The stm ensured that the iabp passed all functional and safety tests per factory specifications and returned it to the customer, cleared for clinical use.

Event description:
Customer reported that a cs300 intra-aortic balloon pump (iabp) with fully charged batteries only ran for 10 minutes during test today. There was no patient involvement and no adverse event reported.